Event description:
On (B)(6) 2011, pt reported that she woke up on (B)(6) 2011 with a blood glucose of 53 mg/dl. She looked at the infusion device because she smelled insulin, and she noticed the cartridge had leaked insulin inside the cartridge compartment. There was insulin below the piston rod of the infusion device. Normal blood glucose is 250 mg/dl. Pt recently injured her wrist and forearm, and her blood glucose has been lower than normal. Pt ate candy to treat hypoglycemia. She removed the cartridge, and the plunger did not stay on the piston rod. The cartridge was not reused. Time and basal rates were programmed correctly on the infusion device. The pt did not complete the prime procedure while the infusion set was connected to her body. Infusion device was not exposed to water or other moisture. Alleged cartridge was discarded and will not be returned for eval. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Additional attempts to reach pt to clarify if the leaky cartridge caused her hypoglycemia were unsuccessful.